Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd macro-vue¿ rpr card test has been found experiencing performance issues. The following has been provided by the initial reporter: doubtful results are presented with some kits, specifically with those that were received on 02/10. We carried out a test comparing reagents received on 03/17 that are from the same lot (1277599) but the results are clearly different.

Event description:
It has been reported that the bd macro-vue¿ rpr card test has been found experiencing performance issues. The following has been provided by the initial reporter: doubtful results are presented with some kits, specifically with those that were received on 02/10. We carried out a test comparing reagents received on 03/17 that are from the same lot (1277599) but the results are clearly different.

Manufacturer narrative:
H.6 investigation summary: satisfactory results when retention samples were tested for performance using three (3) sera panel numbers of each reactivity. Control lot (2013911) customer batch number (1277599) serum no. 15: all lots showed reactive results at 1:1 to 1:4 and reactive minimal at 1:8. Serum no's; 17 - 20: all lots showed reactive results at 1:1 and reactive minimal at 1:4. Serum no¿s. 26, 37 and 40: all lots showed reactive minimal results at 1:1 serum no's.1, 7 and 8: all lots showed negative results. From the photo received we cannot identify positive reactive well in any of the cards reaction unable to reproduce customer experience. Complaint unconfirmed based of retention sample results, photo evaluation and batch history record review.. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Special attention should be provided to: antigen storage and use. Sample and room temperature during the test. Type of specimen used: collection and preparation. According of the ¿manual of test for syphilis¿ edition 9.0 the following ¿sources of error¿ had been identified for increase of reactivity or false reactivity for the rpr test. If the time of rotation is too long, test reactivity may be increased. If the card is excessively rotated and tilted (to and fro motions) by hand after removal from the rotator, a false reactive result may occur. If the serum is unevenly spread in the circle, the antigen and the antibody may not mix properly. H3 other text : see h.10.